Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their device was affected by cystoscopy ¿cysto¿ every 3months. The patient also said ¿that 31 times bladder tumors procedures¿(not alleged to be related to the device/therapy.) No further complications were reported at this time.